Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 112 mg/dl. Customer also reported a low blood glucose of 45 mg/dl. Customer stated that she was unconscious and passed out. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, occlusion, and excessive no delivery tests. No unexpected button error alarms were noted. However, the pump had intermittent button response on the act button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.